Event description:
It was reported to boston scientific that during an hta procedure, the patient became uncomfortable. The procedure was aborted. During system cooling, the sheath came out of the patient, leaking hot saline into the patient's vagina. The patient was immediately treated with silvadine cream. The physician noted a second degree burn on the face of the cervix from the 5 to 7 o'clock position and small burn of the vaginal mucosa at the posterior of the vagina. The patient was sent home with medication and was scheduled for a follow-up in 2007. During the follow-up, the physician indicated the injury was more of a first degree burn. The physician prescribed silvadine cream and expects a full recovery.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.